Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the procedure was being performed in the intensive care unit. Both heads of nurses experienced issues with this catheter. The catheter became obstructed and you cannot read any parameters or take samples. Catheter needed to be exchanged within 24 hours. (B)(4) 2013 - follow-up states the catheter was exchanged for a new one and used successfully. They do not know if this caused a delay in treatment and there was no pt death or complications reported.